Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It is important to note that the customer did not handwash their device the duration of owning the soclean. Per our IFU handwashing in conjunction with the use of the soclean is recommended.

Event description:
On (B)(6) 2022 soclean received notification of a sus voluntary event report for mw5112079. Following our review of the complaint related to pneumonia, soclean has determined that a medical device report (MDR) was required for this event.